Event description:
It was reported that during the procedure, when the physician pulled the fiber out, the tip detached. Another fiber was used to complete the procedure. There were no patient complications.